Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of the usb cable was bent and cable was unable to charge pump battery. There was no reported adverse impact to customer's blood glucose. Reportedly, customer changed usb cable to resolve the issue.